Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed during power up. During evaluation, the motor was failing due to evidence of fluid contamination on the encoder mr sensor which was determined to be the cause. The failed motor assembly was replaced. (B)(4).

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.